Event description:
The pt has been hospitalized due to a diabetic ketoacidosis. The reporter was unable to be more specific as to what events had led to the hospitalization. The reporter stated that they are also having difficulty with "the hose coming off," the customer reported they use an administration set from disetronic. Reporter stated that any time they have trouble with high blood sugar they will change their injection site and tubing. When further questioned regarding pump functioning and delivery they were unable to provide any further details. The pt dr has advised them that the pump may be a likely source of their difficulty in regulating their blood sugar and suggested they request a replacement. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.